Event description:
The pt is a 50 year-old white female who initially had bilateral breast augmentation on 2/25/77 using co 250cc implants. She developed capsular contracture, especially in the right side, requiring closed capsulotomy the first year. The pt noted in 1986, development of joint pain in the hands, the right side greater than the left. The right arm was also painfull, especially across the right shoulder and lower back area. The pt has progressive weak arms, weak legs, severe fatigue, problems sleeping, and pain in the right breast. The pt also has memory loss. Between 1/90 and 1/91, the pt had been under psychiatric care for depression and anxiety. The pt has been on prosac. The family doctor diagnosed her as chronic fatigue and immune dysfunctions syndrome. The pt has positive igh and igg silicone antibody with positive igg myelin antibodies and positive anti-sulfatide antibodies. The pt has a positive ana in 1:60 speckled appearance. She also has dry eyes. Dry mouth.